Event description:
A customer in (B)(6) notified biomérieux of a misidentification of paenibacillus species as prevotella oris when testing an environmental sample with the vitek® ms (ref 410895, serial (B)(4)). Initial and repeat testing with the vitek® ms obtained the same identification results of prevotella oris. The customer performed polymerase chain reaction (pcr) testing as an alternative method for identification. The pcr testing resulted in an identification of paenibacillus ssp. Since this was an environmental sample, there is no patient involved. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification from a customer in france regarding a misidentification of paenibacillus species as prevotella oris when testing an environmental sample with the vitek® ms (ref 410895, serial (B)(6)). Initial and repeat testing with the vitek® ms obtained the same identification results of prevotella oris. The customer performed polymerase chain reaction (pcr) testing as an alternative method for identification. The pcr testing resulted in an identification of paenibacillus ssp. An internal biomerieux investigation was performed. Conclusion on the system: system log files indicated that fine-tuning was not optimal during the tests performed on 03aug2019 and 08aug2019. The last fine tuning made before these tests did not conform which could lead to lower identification performances. The system was operational during the test performed on 23aug2019. A new fine tuning was performed on 10aug2019 and it did conform after the linear detector was replaced. Conclusion on spot preparation quality: the customer's spot preparation quality was good. The calibrator and sample "all peaks" values were homogeneous. Conclusion on the identification: the customer strain was returned to be tested internally. Biomérieux quality control laboratory tested the customer strain and reproduced the misidentification as prevotella oris (5 times out of the 5 spots made). The strain was identified as paenibacillus etheri based on 16s sequencing and phylogeny. This species was not included in the vitek® ms knowledge base (kb) v3.2. The following system limitation is mentioned in the vitek® ms v3.2 knowledge base user manual ref. 161150-924 a: " testing of species not found in the database may result in an unidentified result or a misidentification. Interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results." In conclusion, the root cause for the misidentification was due to a system limitation where the species was not in the vitek® ms knowledge base (kb).